Event description:
The customer reported the monitors are black, and system will not produce exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. (B) (4)